Event description:
As reported, during a procedure involving placement of a dual-chamber pacemaker, the tip of a wire included in a micropuncture transitionless stiffened cannula access set separated in the patient. Access was obtained in the left subclavian. No ancillary devices were used with the wire. The wire was not manipulated or removed through the entry needle. The separated portion of the wire was retrieved with a snare. Upon removal of the fragment, the wire appeared melted. Per the user, the wire likely hit the "hot knife". Additional information has been requested. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Event summary: as reported, during a procedure involving placement of a dual-chamber pacemaker, the tip of a wire included in a micropuncture transitionless stiffened cannula access set separated in the patient. Access was obtained in the left subclavian. No ancillary devices were used with the wire. The wire was not manipulated or removed through the entry needle. The separated portion of the wire was retrieved with a snare. Upon removal of the fragment, the wire appeared melted. Per the user, the wire likely hit the "hot knife". A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complainant returned the wire to cook for investigation. The wire was separated into two sections. The proximal section was 12.5cm in length, and the distal section was 28.5cm in length. The weld ball was not present on the distal section. There is no evidence from the device failure analysis that the complaint was manufactured out of specification. Cook could not complete a review of the device history record (DHR) due to the lack of a lot number from the user facility. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ based on the available information and a clinical assessment of the event, cook has concluded that procedural issues and concomitant devices likely led to this adverse event. Based on the type of procedure being performed at the time of the event, it is likely that the reported term ¿hot knife¿ means an ablation or cautery device. The returned wire had what appeared to be a burned/charred area at the point of separation. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.